Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of moderate pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1525806) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon lost pressure at the 2nd stop (arteriotomy). Manual compression was applied for 15 minutes and a pressure dressing was applied. The patient was not hospitalized. There were no complications to the patient. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the balloon ruptured on only moderate calcium. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: peripheral intervention common femoral artery vessel location: common femoral artery vessel size: 7 mm sheath size: 6f.